Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed oversensing resulting in pacing inhibition of three to 10 beats. Numerous ventricular fibrillation episodes were noted. A shock was delivered and the atrial flutter was successfully converted. An x-ray revealed this lead was in an unconventional position. No further episodes were noted in the arrhythmia logbook. In addition, attempts to reproduce the oversensing were unsuccessful. The device was reprogrammed. A decision regarding lead revision will be made as the patient with this lead is pacemaker dependent. No adverse patient effects were reported. Additional information was received. During a follow up visit, the lead integrity was verified. Induction testing determined the device was able to recognize and convert ventricular episodes with the device sensitivity programmed to "minimum". It was determined the previous noted episode was not a ventricular arrythmia. The atrial flutter could not be reproduced and no far field episodes were noted on the right ventricular channel after the sensitivity was reprogrammed. It was determined no lead revision was necessary and there were no device issues. It was thought the reprogramming resolved the issue.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.